Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-00384. It was reported that the patient experienced syncopal episodes and presented to the hospital. Upon review, the right ventricular lead exhibited loss of capture despite device programmed setting, having normal thresholds, and normal programmed safety margin. The atrial lead exhibited steady trending up lead impedance. Device was reprogrammed to avoid pauses. X-ray revealed that the atrial lead had dislodged. Both leads were extracted with no complications. A new pacing system was implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A complete was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.